Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, rewind and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to lose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was received with cracked reservoir tube lip, minor scratched display window, cracked caseate display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, cracked case, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and the drive support cap was sticking out. Blood glucose level at the time of the incident was around 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.